Event description:
It was reported that a 60 yo female patient, initial implant of the left knee on (B)(6) 2016, was revised due to early gxl poly wear on (B)(6) 2022, approximately 5 years 9 months post the initial implant date. They were revised to novation xle poly. Patient was last known to be in stable condition following the event. The devices are available for return.

Manufacturer narrative:
Concomitants: 4339937 188-00-05 - wedge plasma s/o sz 5, 4492908 142-32-00 - cocr fem head 32mm +0 offset 12/14, 4552056 180-01-50 - nv crown cup clstr hole 50mm group 1. (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified; implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to prosthesis wear is a combination of the risk factors specified.